Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. Device powered up properly after battery installation. Device was received with operating currents within specifications. However, it had corroded battery tube. No low battery alerts noted. Device had minor scratches on lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated she was working out and sweating. Blood glucose value was 89 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.